Event description:
(B)(4). Ever since essure implantation I've had a lot of health issues. To start I gained 39 lbs that I can't get rid of , high blood pressure, constipation, bloating, shortness of breath, pelvic pain, migraines, low iron, lack of sexual desires, sharp shooting pain for from finger tips to toes on right side, fatigue, itching all over body, swollen ankles, bleeding gums, hair loss , high liver enzymes.

Event description:
(B)(4). It's amazing ever since my essure removal on (B)(6) 2016 immediately after I feel energized, no more shortness of breath , fatigue , looking pregnant inflammation of the belly went down, shooting pain on my right side ,or pelvic pain, no bad taste in my mouth or bleeding gums, hot flashes I actually get cold now, no more cravings, I got my sex drive back. And just waiting to see my liver dr.